Event description:
It was reported a patient with a 25 mm ce aortic valve implanted for an unknown implant duration underwent valve-in-valve procedure due to unknown reasons. Tavr was successfully performed with a 26 mm 9750tfx transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, d1, d4 (model number, serial number, expiration date), g4 ((PMA/510k), h6 (clinical code, device code, type of investigation). H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.